Manufacturer narrative:
Sample received by MFR. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.

Event description:
Event reported as: the laryngoscope handle got hot to touch when batteries were placed inside. No healthcare professional injury reported.